Event description:
It was reported that a pt underwent an anterior pelvic floor repair and a sling procedure in 2008. The sling was placed in the hammock position. During the procedure, when the surgeon pulled the guidewire out, the guidewire came all the way out and the surgeon could not remove the introducer. The tissue pad was stuck to the introducer. After some manipulation, the whole tissue pad came out with the device. A different type of sling device was used to successfully complete the procedure.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.